Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered, and it was noted that the right ventricular (rv) lead impedance was not measured. The non-competitive atrial pacing (ncap) was programmed off as it was determined to possibly be related, and the device remains in use. Additionally, the atrial lead exhibited high thresholds. The atrial output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2004 (B)(6). For use by user facility/importer (devices only). (B)(4).